Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported impedance anomaly was confirmed via review of impedance trend. The device was tested on the bench and was found to be normal. No anomaly found. It is believed that silicone septum material in the hex cavity prevented the full tightening of the set screw. It is believed that the set screw issue resulted in the improper lead connection into the header, which caused the reported high impedance.

Event description:
It was reported that the patient received a vibratory alert for high impedance. At follow-up, impedance was in-range but noise and oversensing were noted with provocation testing and review of egms. An intermittent connection was found and the device was explanted and replaced.